Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot# serial# unknown ; product type: lead; product ID neu_unknown_lead lot# serial# unknown ; other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient had stated prior that they thought they could feel the stimulation at the incision site. Patient's spouse stated that the patient had a fever last night and his urine smells terrible. Referred to doctor.